Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and during surgery laser did not created a flap in the left eye and caused small bubble to center. There were no edges (side cut) to flap and it could not be lifted. A second pass was made to create a flap with the same patient interface and a bandage contact lens was applied. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2016 it was reported that patient presented with central corneal and residual prescription in left eye. Patient flap was lifted and rinsed for enhancement and mitomycin c was applied in cornea and flap. Patient cornea was scraped with spatula to increase smoothness. A bandage contact lens was applied after treatment. Patient complaint of mild foreign body sensation with minimal pain and blurred vision. Bcva reported as 20/20 in right eye and 20/60 in left eye.